Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer controller failure. A field service engineer performed a dissipation shut down restart with client after checking the drawer connections. Rebooted and performed firmware updates to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple hhcubie pockets not detected on bus. The customer stated that they retrieved the required medications from other available stations and there was delay in patient care. There were no adverse events or injuries reported based on this event.